Event description:
A female patient called to report adverse events. She had the first cordis stent placed in the left anterior descending (lad) in 2007. She reports experiencing shortness of breath and chest pain on five days later, when she was admitted to the emergency room, and diagnosed with 100% blockage of the lad. Treatment included a placement of the second cypher stent. She was discharged a week later. This patient was again hospitalized eight days later, and diagnosed with congestive heart failure (chf) and cardiac effusion. Treatment included oxygen, xanax and lasix. She was discharged three days later. One and a half months later - she experienced chest pain, and was again admitted. A cardiac cath and other unspecified tests were performed with unk results. Treatment included morphine and heparin. While in the hospital she developed an allergy to heparin and was referred to a hematologist. She was discharged five days later. At the time of this report, all events had been resolved.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.